Event description:
Review of service data detected a reportable event. During servicing, belt sn (B)(4) failed the hi-pot, insulation resistance, and fall-off tests. The last pt to use this belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. As received, the belt failed the hi-pot, insulation resistance, and fall-off tests. The cause was a shorted pulse wire inside the cable running from the distribution node (dn) to the front te. The cause of the fall-off test failure is a defective flash ram component u713. The component was found to be out of tolerance. The root cause of the out-of-tolerance component cannot be positively identified. The root cause of the shorted pulse wire cannot be positively identified. No adverse event resulted from the shorted wire or the defective component. The last pt to use this belt did not report any deficiencies.